Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the cannula was broken the ligature broke at the break point. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). It was reported that the procedure was a vats esophagectomy. Another like device was used to complete the procedure with no adverse patient consequences. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found a cracked mecanyl tube with an open loop. Visual inspection of the knot shows that it was configured correctly. The suture broke at the breakpoint of the mecanyl tube. A strong squeezing mark was detected at the end of the suture. It was seemingly caused due to strong attachment of the thread with the mecanyl tube.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.